Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, after injecting narcotics, liquid leaked from the bag inside the container. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
H6: updated. H3: one sample was received. The sample was visually and functionally tested and the customer reported complaint was able to be confirmed. While injecting liquid into the sample, a leak was detected in the medication bag. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.